Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a planned davinci hysterectomy, bilateral salpingo-oophorectomy, pelvic washings, cystoscopy for a preoperative diagnosis of endometrial hyperplasia with atypia and fibroid uterus on (B)(6) 2012. In addition, patient had primary ureteral reanastomosis to repair an unintentional intraoperative ureteral transection and bilateral pelvic lymphnode dissection secondary to an intraoperative diagnosis of endometrial adenocarcinoma. Intuitive surgical was provided with the operative report for the primary procedure and the two subsequent procedures. No medical history or discharge summaries were provided. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. The surgery took approximately 11 hours. Initial difficulty was reported with the fibrous 16 week size uterus, necessitating placement of the camera port a hands breadth above the umbilicus. Bleeding was noted upon entry, and extensive dissection required with large fibroid in the right broad ligament causing anatomical distortion. The hysterectomy portion was carried out in the standard manner with sequential cauterization and cutting of the fallopian tubes, mesosalpinx, ovarian ligaments, and round ligaments and development of the bladder flap, cutting of the broad ligament and uterine vessels. The colpotomy was completed with monopolar scissors and the uterus delivered through the vagina. The vaginal cuff was then closed, but during closure a needle was lost, and it took 3 hours of searching and xray imaging to find the needle. During the search for the needle, frozen section diagnosis of endometrial adenocarcinoma was returned prompting the surgeon to perform a bilateral salpingo-oophorectomy. In the routine post procedure cystoscopy, the right ureter was not found to be passing urine, and there was vlock suture protruding from the vagina from the cuff closure. The ureter was identified as transected without evidence of cautery burn, and repaired primarily by a consult surgeon and the vaginal cuff re-closed. On (B)(6) 2013 patient presented with a history of increasing incontinence since the hysterectomy. Cystoscopy and bilateral retrograde pyelograms revealed a vesicovaginal fistula. On (B)(6) 2013 the patient underwent davinci vesicovaginal fistula repair with sigmoid fat flap. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. This fistula was sharply excised and the bladder and vaginal repairs offset from one another, and sigmoid fat pad tacked in place between the two. The bladder was tested and determined to be water tight. As part of the same procedure, a second surgeon performed ureteral reimplantation and psoas hitch with sharp lysis of extensive adhesions. On (B)(6) 2013 the patient was diagnosed with residual fistula on the posterior bladder wall which was recommended for observation. No additional information was provided after this date.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.